Event description:
It was reported that during a ptca procedure, a kink in the shaft of the catheter was noted while being loaded on the wire. The physician was unable to cross the lesion and the shaft of the catheter subsequently broke during removal. No pt injuries or complications occurred. The instructions for use cautions not to use the catheter if the shaft has been bent or kinked.